Manufacturer narrative:
A quote was provided to the customer for philips to perform testing of the device. However, there was no response to the quote; therefore, no work was able to be performed. Based on the information available, the cause of the reported problem was unable to be determined. Philips was unable to confirm the final disposition of the device, because the customer was considered to have refused service, due to not responding to the service quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported that there was no alarm sound. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.